Event description:
Patient presented to the office today for a prostate biopsy. During prostate biopsy, specimen collection instrument was malfunctioning and unable to collect tissue specimen. Instrument was put to the side, and a new instrument had to be opened and utilized mid procedure. Bard's investigation into these events are ongoing. They have identified one mechanical error and are saying they are exploring several root causes. Manufacturer response for disposable core biopsy instrument, bard max core disposable core biopsy instrument (per site reporter).